Event description:
In 2002 pt underwent an unspecified laparoscopic surgery in which gynecare intergel was used. In 2003 pt was hospitalized with unspecified complications. No other details or info is given.